Manufacturer narrative:
A sheath in 3 segments was returned for analysis. Visual evaluation of one side of the sheath revealed that it did not peel properly and was contained in 2 segments. Visual evaluation of the proximal segment of the sheath that did not peel properly revealed that there was a cut approximately 1" distal of the hub at an approximately 45 degree angle. The cut intersected the score line. Testing on samples of the same device type replicated the failure mode when a cut approximating the cut on the complaint device was applied. Device sheath tubing is inspected for crucial visual characteristics, including the presence of nicks, cuts, and gouges. A device history record was performed on the 3 suspected lot numbers supplied by the customer. There were no discrepancies that would have contributed to this event. The cause of the splitting anomaly is due to a cut on the sheath that intersected the score line. The source of the cut is unknown but it is likely the cut was from a sharp-edged tool. The sheath was likely cut during the procedure. The occurrence rate of the splitting anomaly is within the acceptable occurrence rate per greatbatch medical risk documentation. No corrections or corrective actions will be taken.

Event description:
As reported the peel away sheath split into 3 pieces, the physician had to be very careful to remove all 3 pieces. He thought the pieces could have subcutaneously gone into the vascular tunnel. There was no patient harm. Refer to initial reporter MDR #: 1319211-2018-00067.